Event description:
Healthcare professional reported "rupture", " small areas of the capsule with silicone infiltration" and "macrophage reaction with multinucleated giant cells to foreign body" confirmed via ultrasound. This record is for the left side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e1 (phone number): (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the events a0412 material rupture and a010402 migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and silicone migration.

Event description:
Healthcare professional reported "rupture", " small areas of the capsule with silicone infiltration" and "macrophage reaction with multinucleated giant cells to foreign body" confirmed via ultrasound. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture and silicone migration: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.